Event description:
On (B)(6) 2012, the patient contacted animas, stating that the keypad buttons were unresponsive after being exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with visible moisture in the display lens. The pump does not power on. The pump history and black box could not be downloaded. A display lens leak was observed during leak testing. The pump cover was removed and there was evidence of internal moisture observed. The keypad was found to be intact; no peeling or lifting was observed. The keypad button functions could not be tested due to inability to power on the pump and internal moisture damage. There was no contamination observed under the button key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.